Manufacturer narrative:
Batch review performed on 18 october 2019. Lot 131625: (B)(4) items manufactured and released on 2-aug-2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: 5 years after primary cementless tha in a very light elderly woman the stem gets loose. We have only the frontal xray that does not allow evaluation of potential under sizing of stem. As no other information is available, we cannot identify a definite root cause for this adverse event.

Event description:
Revision surgery performed 5 years after the primary surgery due to femoral loosening.